Event description:
It was reported that during an aortic root treatment procedure, stent placement issues occurred and the sheath detached from the delivery system. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 6x40x120 epic stent was selected and advanced. The stent was deployed; however, it missed the landing spot and was not deployed at the intended place. When attempting to remove the delivery system the white protective sheath separated from the delivery system, the device came out in pieces; however the physician was able to fully remove the entire delivery system. The procedure was completed by deploying another of the same epic stent to cover the full target lesion. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).